Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
56 year old male patient treated with impella 5.5 due to acute myocardial infarction complicated by cardiogenic shock. After three weeks on support hcp called to state that buttons are frozen on the automate impella controller and the setting cannot be changed. No other issues were noted, but problem could not be resolved on the phone and controller switch was advised. Impella support was continued beyond the recommended 14 day duration.

Manufacturer narrative:
Updated information: b1 selected adverse event and b2 required intervention. B5 updated clinical narrative. D1 brand name updated. H1 changed to serious injury. H6 impact code added f1905.

Event description:
Clinical assessment by (B)(6) (updated clinical narrative 0n (B)(6) 2026) 56-year-old male patient treated with impella 5.5, inserted via the axillary graft site, due to acute myocardial infarction complicated by cardiogenic shock. The patient had presented in scai stage d shock and had been supported by inotropes/vasopressors prior to pump insertion. After three weeks on support the medical team called to state that buttons are frozen on the automated impella controller (aic) and the setting cannot be changed. No other issues were noted, but problem could not be resolved on the phone and aic switch/replacement was advised. Impella support was continued beyond the recommended 14 day duration. The aic replacement will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.